Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized because the insulin pump was cutting off and not get it on. The customer's current blood glucose unknown. The customer reported that insulin pump had battery out limit. No further assistance was provided. The insulin pump will not be returned for analysis.